Event description:
The customer contacted physio-control to report that when they pressed the pacing button on their device in an attempt to pace a patient, the unit powered off on its own. The customer then restarted the device and made a second attempt, but again when the pacing button was pressed, the unit powered off. The customer then retrieved a second device and used it successfully on the patient. There were no adverse affects to the patient due to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution, physio replaced the power supply and the power pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply and power pcb assemblies but was unable to duplicate the reported failure. The cause of the reported failure could not be determined.